Manufacturer narrative:
The customer was sent a replacement power supply. In follow up with the customer, she indicated that her son grabbed the cord and it cracked along the side exposing inner electronics. The customer also indicated that she did see a spark. No other issues were noted and customer stated no injuries were obtained as a result of the issue. The product involved int he complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. However, the customer stated that the housing was broken and she witnessed sparking, which are a safety risk. Should the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time. This type of failure is typically associated with dropping the unit onto a hard surface or other type of severe impact. The original design testing involved dropping the unit from a 1.0 m height per ul2601-1 2nd edition. Production samples were dropped three to five times from a height of 1.0 m and the housings showed damage and cracking (only after at least three drops). This product was released as a result of CAPA (B)(4), which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. Complaints against this product are currently being investigated in order to determine root cause and will continue to be monitored.

Event description:
The customer reported to customer service that the power supply for her breast pump had broken.